Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to a damaged and detached inductor, designator l2. The removed user interface pcb assembly was also further evaluated by physio-control. This was an ancillary replaced part and no critical failure was observed with this part.

Event description:
The customer contacted physio-control to report a non-critical failure with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device booted up with a completely white display and didn't complete the boot-up process. This is indicative of a device lock-up condition and as a result, defibrillation therapy would be unavailable, if it was needed.

Event description:
The customer contacted physio-control to report a non-critical failure with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device booted up with a completely white display and didn't complete the boot-up process. This is indicative of a device lock-up condition and as a result, defibrillation therapy would be unavailable, if it was needed.

Manufacturer narrative:
Section e4 initial report sent to FDA of the initial medwatch report indicates: blank section e4 initial report sent to FDA of the initial medwatch report should indicate: no.